Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 14542648 / 14915023, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an scs explant procedure.